Manufacturer narrative:
Concomitant product: braun filter; therapy date (B)(6) 2015. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak at the filter connection between the filter and the pump. The leaking continued despite tightening of the connection. The tubing was replaced and there is no report of patient harm.

Manufacturer narrative:
Correction: brand name, model #, lot #, MFR info, and concomitant medical products. The customer¿s report of a leak was confirmed. The primary set was attempted to be reprimed; fluid drops were observed to come out from the bottom right corner of the filter. Visual inspection of the filter at the observed leak area observed no tool markings or any obvious damages. The primed set was then pressure tested while underwater and it was observed that the fluid leaked out from the same location on the filter at less than 5psi. The root cause of the leak was identified as a supplier issue of a defective filter.